Manufacturer narrative:
The concerned device was returned to the manufacturer for investigation and repair. The housing of the device showed traces of smoke near some of the ventilation openings at rear side. Investigation showed that in the area around the mains voltage range selector (switch between 100-127v and 220-240v) of the power pack some electronical components were overheated or burned. The concerned device was in use since the year 2001 and has 66800 operating hours. The components are ul-listed (for us-market) or identical to ul-listed components and self-extinguishing. The metal housing of the babylog 8000 is not inflammable. During the event the device generated a power fail alarm as specified for a power supply failure in accordance to en60601. The alarm function was also tested and still working after the device has been received on manufacturer site. In case of a power supply failure the device opens the airway system to allow spontaneous breathing of the patient. The observed malfunction in the area of the mains voltage selector is an isolated case.

Event description:
It was reported that the device started to burn at rear side from the power supply while patient was ventilated. The device was immediately pulled out from mains power. The patient was manually ventilated and then connected to another device without any I